Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), fatigue ("fatigue"), migraine ("migraines headaches"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, hormone level abnormal, migraine, nausea, visual impairment and weight increased had resolved and the rash, skin disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal: pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case upgraded to incident. Event injury to herself removed and new events pelvic pain female, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, rash, skin condition, hypersensitivity, bladder problem, urinary tract problem, fatigue, hormonal changes, migraines headaches, nausea, vision problem and weight gain were added. Patient demography added. Updated suspected drug indication. Lab data was added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 20227510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), fatigue ("fatigue"), migraine ("migraines headaches"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, hormone level abnormal, migraine, nausea, visual impairment and weight increased had resolved and the rash, skin disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal: pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result not provided.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record was received. Medically confirmed case. Lot number, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.